Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their molars no longer touch and their front teeth pinch their skin or they bite themselves. Patient has posterior open bite. Advised patient to do rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.